Event description:
The starburst semiflex xl was being used to treat a lung tumor on the right lung, the pt was placed on his side, and the semiflex was inserted into the chest wall, approx 6-7cm. The device was deployed to 3cm, target temp was eventually met (the tines temp fluctuated due to the pt breathing) and device was treating tissue for approx 6-7 mins, (meanwhile pads temp was fluctuating between 34 and 42) deployed tines to 3.5cm and tissue wouldn't come up to target temp, left it there for at least six mins, scanning the pt to discover a pneumothorax had occurred, noticed a skin burned around the entry site when the consultant placed a chest drain and aspirated the air in the lung. He could smell burning, placed a drain, injected local, and placed burn cream around the wound site, and opsite placed over the wound.